Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose level has been over 300mg/dl, and noticed a strong smell of insulin. The customer states their levels have been fluctuating every time they blouse. The customer states that when they stopped blousing and diverted to manual injections, their levels started to go down. The customer's blood glucose level at the time of incident was over 200mg/dl. The customer's current level is 193mg/dl. Troubleshoot was conducted. The customer states there is a leak noticed in the reservoir. The customer states the leak is passed the second o ring. The customer was advised to return the reservoir, and that it would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.